Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine check. The right atrial lead exhibited noise and was not reproducible. No intervention had been reported. The physician had decided to monitor the patient.